Manufacturer narrative:
The reported observation of not being able to charge the implantable pulse generator (ipg) was duplicated and confirmed during functional testing of the ipg. The root cause of the observation was the ipg¿s charging circuitry not having the ability to maintain a coupled charge event, which would result in not allowing the ipg battery to continuously increase its state of charge (soc). The observation was duplicated during initial testing, but after the hybrid pcb was removed from the ipg can, CT scanned and re-installed into the ipg can, the issue cleared. At this point the device continued to charge normally.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's ipg was not charging and the ipg became unable to communicate with external devices. As a result, surgical intervention was undertaken on (B)(6) 2026 wherein the ipg was explanted and replaced to address the issue. Therapy was restored post-operatively.